Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device smells like it is burning. The humidifier plate of the device is hot to the touch. The patient reports a few nights ago they noticed an odor but did not know where it was coming from. The patient checked the device water chamber and humidifier were extremely hot. The patient reports the device performance changed before the thermal event. The patient reports the rubber piece under the plate seems to be melting. The device was plugged into a surge protector along with clock. There were no reports of smoke or fire. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.